Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that the top case and the left plunger case were cracked. A review of the event history log identified multiples occlusion messages in history. During functional testing the premature occlusion message was found during occlusion test, but the reading of force sensor at 0.00 is 0.5 pounds which was passing. All 3 screw-boss were found inside of the left plunger case broken and cracked. The root cause of the problem was customer induced via cracking in the plunger head cases halves that was customer induced via the use of disinfectants that attacked the top case plastic and / or significant impact to the device. Replaced keypad for preventive. Replaced the left plunger case and performed force sensor calibration and all functional tests which passed.

Event description:
It was reported that the pump was exhibiting occlusion issues. No patient injury was reported.